Event description:
It was reported that this right ventricular (rv) lead exhibited alternating elevated and normal range impedance measurements peaking at 127 ohms, which is a high out of range measurement. Boston scientific technical services (ts) discussed troubleshooting options. The patient is being monitored and no adverse patient effects were reported. The lead remains in service.